Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 415 mg/dl at time of incident and current blood glucose level was 434 mg/dl. The customer¿s blood glucose level was over 400 mg/dl, 435 mg/dl, 316 mg/dl, 64 mg/dl and 290mg/dl. The customer was treated with bolused with the pump and changed out his reservoir and set. The customer was advised to change entire set, reservoir and insulin and treat per hcp's instructions. The customer was advised to call when tubing clamp received to perform high pressure test to confirm pump can detect an occlusion. The insulin pump will not be returned for analysis.